Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2023. During the procedure, the catheter was inserted into the forceps opening of the spyscope to perform ehl. The ehl probe was inserted into the catheter. The catheter along with ehl were only able to be inserted halfway and became stuck. The ehl probe became kinked while advancing the catheter; therefore, a new ehl probe was opened. However, the same thing happened with the second ehl probe. Reportedly, it felt as if something got stuck in the middle of the spy handle. Reportedly, a guidewire was able to came out of the tip of the spyscope ds ii despite resistance. The procedure was not completed based upon this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted signs of use in the form of elevator marks on the shaft of the catheter. Elevator marks measured from the tip and no damage, or defect was noted on the tip of the device or the working channel. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. A functional assessment of accessory passability was performed. Testing was conducted with an autolith ehl probe. First, the spyscope was introduced into an articulation fixture to test for passability and no problems were observed, the spyscope passed freely. The ehl probe was passed through the spyscope in a straight configuration and no difficulty was observed, the probe passed freely. The probe was removed from the device with no problem observed. The spyscope device was placed in an articulation fixture and a functional assessment was repeated by passing the probe through the device. The probe passed freely. The probe was removed from the device with no problem observed. The reported event was not confirmed. Product analysis was unable to replicate or identify any problem that could have caused or contributed the reported event. No damage was noted on the spyscope during analysis, it appeared used and accessories passed normally. It is possible that tortuosity of the anatomy contributed to difficulty passing the accessory, or that damage to accessories unrelated to interaction with the spyscope caused problems with passability. It is possible handling of accessories during use also contributed. Both of those possible scenarios do not involve contribution from the spyscope device. Based on all gathered information, the complaint investigation conclusion code selected for the accessory issue is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2023. During the procedure, the catheter was inserted into the forceps opening of the spyscope to perform ehl. The ehl probe was inserted into the catheter. The catheter along with ehl were only able to be inserted halfway and became stuck. The ehl probe became kinked while advancing the catheter; therefore, a new ehl probe was opened. However, the same thing happened with the second ehl probe. Reportedly, it felt as if something got stuck in the middle of the spy handle. Reportedly, a guidewire was able to came out of the tip of the spyscope ds ii despite resistance. The procedure was not completed based upon this event. There were no patient complications reported as a result of this event.